Event description:
An IV line was being removed from a carefusion 303, inc. Alaris pump. It was noted that the IV line would not self-clamp to the pump, although the IV line was still connected to the patient. Pitocin bolused for approximately 5 seconds. According to the clinical/biomedical team, when the operator forces the latch to close, it can break the IV clamp and may affect proper infusing.